Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient showed several clinical signs of thrombus, including high n-terminal (nt)-pro hormone brain natriuretic peptide (bnp) levels, high lactate dehydrogenase (ldh), and decline in kidney function. An echocardiogram (echo) was done but there was no hard indication for thrombus. There were no changes to patient condition or anticoagulation status, and no changes had been made to pump parameters that might have contributed. Review of the log files found instable flow and power data. The decision was made to exchange the patient's heartmate ii to a heartmate 3 due to the suspected pump thrombosis. The patient was doing well and had been discharged from the intensive care unit (ICU) after the pump exchange. The hospital opened the pump after explant and thrombus on the motor was found.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed the report of suspected thrombus. Review of the submitted log file confirmed transient elevations in power and flow. Of note, power did not appear to trend upward over time. The pump appeared to have operated as intended at the set speed. An image was submitted by the account for evaluation that captured the rotor with the bearing ball missing from its respective bore. The image also showed a dark red thrombus in between two blades at the proximal end of the rotor. The texture and composition of this thrombus could not be determined through the submitted image. Furthermore, the origin, cause for development, and duration of time that the thrombus was present within the device could not conclusively be determined. Therefore, a correlation between this thrombus and the report of high ldh, a decline in kidney function, and unstable power and flow data could not conclusively be determined through this evaluation. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the hmii IFU, ¿introduction¿, lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, "patient care and management" (under "pump performance monitoring"), outlines indications of pump thrombosis as well as how to respond to such events. Section 6, under ¿anticoagulation¿, also provides details regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 6 of the hmii IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.